Event description:
Healthcare professional reported rupture. Later healthcare professional reported "presence of numerous disperse simple cysts. Continuity solution in the wall of the right mammary implant which shows and internal heterogeneous eco structure. No siliconomas are identified. Signs of intracapsular rupture of the right implant " diagnosed via ultrasound. This record is for the right side. Device was explanted and replaced with a non abbvie device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: the review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event (a0412 material rupture). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed a broken assessed as an unidentified (tear) opening. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported rupture. Later healthcare professional reported "presence of numerous disperse simple cysts. Continuity solution in the wall of the right mammary implant which shows and internal heterogeneous eco structure. No siliconomas are identified. Signs of intracapsular rupture of the right implant " capsular contracture, baker grade 1 diagnosed via ultrasound. This record is for the right side. Device was explanted and replaced with a non abbvie device.